Event description:
It was reported that during use in the greater saphenous vein in the back of the upper thigh with no complicating anatomy, at the beginning of an rf ablation procedure, the treatment length was set for 2.5 on the generator and the first pass was successful. The hcp then used the button on the catheter to do the second pass without any withdrawal or movement within the same vein but the treatment length reset to 10 without anyone touching the generator or disconnecting the catheter. Reportedly, there were no error messages displayed on the generator and the screen appeared normal. The patient experienced 3rd degree burns within the vein and 2nd degree at the access point. The hcp reported that normal burn treatment would have been application of sulfur; however, the patient had an allergy so nothing was done directly after the procedure. After 48 hours, bacitracin was applied to the wound. The procedure was not completed and further treatment will need to be rescheduled. Current patient status is unknown.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.  The manufacturing facility is (B)(4).

Event description:
It was reported that during use in the greater saphenous vein in the back of the upper thigh with no complicating anatomy, at the beginning of an rf ablation procedure, the treatment length was set for 2.5 on the generator and the first pass was successful. The hcp then used the button on the catheter to do the second pass without any withdrawal or movement within the same vein but the treatment length reset to 10 without anyone touching the generator or disconnecting the catheter. Reportedly, there were no error messages displayed on the generator and the screen appeared normal. The patient experienced 3rd degree burns within the vein and 2nd degree at the access point. The hcp reported that normal burn treatment would have been application of sulfur; however, the patient had an allergy so nothing was done directly after the procedure. After 48 hours, bacitracin was applied to the wound. The procedure was not completed and further treatment will need to be rescheduled. Current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one evsrf 100cm catheter was received for evaluation. During visual inspection, the device appeared to have residue throughout, and a puncture was observed at the distal end of the coils. The handle to the catheter was opened and some residue was identified on the distal battery and battery pad. No other anomalies were identified. New batteries were inserted inside the catheter¿s battery holders and the catheter was reprogrammed so functional testing could be performed. The device was able to successfully complete three long (10cm) and three short (2.5cm) heating cycles without issue. An additional twelve heating cycles over approximately thirty minutes was performed was performed. No errors occurred and the screen did not switch back to the home screen during functional testing. The catheter passed functional testing; however, as it needed to be reprogrammed, the investigation is inconclusive for the reported inappropriate or unexpected reset. The investigation is confirmed for material perforation as the distal end of the catheter was found to be punctured. A definitive root cause for the reported unexpected reset in treatment length leading to a 3rd degree skin burn could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the manufacturing facility(B)(4). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.